Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Manufacturer narrative:
Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent left femoral resurfacing procedure on (B)(6) 2011. Subsequently, the patient experienced an esophageal tear caused by severe vomiting after discharge, noted on (B)(6) 2011. There has been no reported revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2011. During post-operative monitoring, unspecified medical complications were noted on (B)(6) 2011. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.